Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 a chest computed tomography (CT) scan was performed that revealed a kink in the outflow cannula with associated mild stenosis.

Manufacturer narrative:
This event was determined to be supplemental information and will be reported in manufacturer reference number 2916596-2023-07562 .